Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone12.1 cgm sensor type: g7.

Event description:
The patient sought medical attention for hypoglycemia (< 70 mg/dl) on (B)(6) 2025 from medical personnel that arrived by ambulance. The patient reported that the memory of her iphone app was corrupted, leading to a reset of the app and loss of all settings, including the pod. She received treatment from an ambulance, which included "two bags of sugar," and was discharged the same day.